Manufacturer narrative:
The device was received opened and used. The complaint stated: ¿dr. Has been experiencing metal shavings, from the shaver, in the joint during his cases. He has seen metal shavings. Generally it happens in his acl and shoulder cases¿. Visual inspection shows that this blade is in very good condition. It was functionally tested with a dyonics ep-1 mdu device with an ep-1 and an elite power max handset. It showed no out of the norm observation. There was no binding. The blade ran in forward, reverse and oscillating. It switched between modes with no issue. There was no error messages indicated on the unit power control panel. This complaint could not be replicated. Shedding has been found to be consistent with wear bands created from inadvertent excess side loading pressure being applied to the device. Per precautions: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿ and it also notes: ¿irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ this device spins freely and shows no obstruction. The complaint cannot be confirmed. There have been no other reports of this failure mode for this production lot.

Event description:
It was reported that dr. (B)(6) has been experiencing metal shavings, from the shaver, in the joint during his cases. He has seen metal shavings. Generally it happens in his acl and shoulder cases.